Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 10/28/2016. The strip lot # d160307-1 was manufactured on 03/07/2016 and expired in 03/2018. Ok biotech received no complaints from same manufacturing batch of strips. We tested the retain strips of d160309-1 with our in house meter and control solution, the control solution tests for level low were 63/63 mg/dl; for level high were 248/246 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The caller also stated that the desiccants in the test strip vial are pink which indicates improper storage and that could attribute to inconsistent blood glucose readings. The end user would not disclose any information in regards to this medical event and requested that we not contact her anymore.